Manufacturer narrative:
Received one used. List #cl2000s, chemolock¿; lot #7880780. Received one used. Manufacturer unknown, infusion set; lot #unknown. Taxol, paclitaxel residuals observed in received two used with list #cl2000s and mating device. The complaint of disconnection can be confirmed. As received the spin feature of each chemolock was activated and spinning freely. One of the chemolock was attached to an unknown; however, the female luer was observed to be on loose on the male luer. It is unknown if the chemolock was re-attached after disconnection. There were no damages or anomalies observed. There was no spline damage. There was no damage observed on the male luer threads of the mating device. There was no damage observed on the female luer threads. Each chemolock exhibited unrestricted spin feature rotation. The samples showed no evidence of a shear tab malfunction. The measured torque values of the chemolocks met product performance specifications and would not result in a disconnection. The probable cause of the disconnection is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemolock¿ injector that had a chemotherapy, paclitaxel (taxol), spill during infusion, and it came in contact with the patient. It was reported that the clear plastic part of the chemolock that connects to the IV tubing, became unattached and that the tubing can unscrew from the chemolock. Furthermore, it was not a user error as they were able to replicate it 4 times. There was patient involvement, but no patient harm reported, and no medical interventions required.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete.